Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. Inspection of the equipment noted the rear display cable connection was damaged. The cable was replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.